Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) year old male patient with flu like symptoms. There was no additional patient information available at the time of this report. Return product is available. Method: date: test: result: I-stat, (B)(6) 2018, chloride, 130. Lab, (B)(6) 2018, chloride, 89. I-stat, (B)(6) 2018, sodium, 106. Lab, (B)(6) 2018, sodium, 134. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 03/13/2018. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Retain and return testing met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1 - product complaint level 2 and level 3 investigation procedure for chem8+ lot h17318. No deficiency has been determined for the lots.